Event description:
It was reported that while setting up a bag change of a secondary infusion of zosyn the clinician unclamped the secondary set and back primed the secondary set. Using the restore feature to bring up the piperacillin/tazobactam infusion from the drug library. The clinician pressed start she realized that the previous bag was the first dose 30 minute infusion, and that this next bag would need to change to the 4 hour infusion. The clinician cancelled the 30 minute infusion and programmed the piperacillin/tazobactam 4 hour infusion from the drug library and then hit start. Clinician added 10ml to the volume for a total volume to be infused of 60ml to ensure the entire volume of medication would be delivered prior to the primary bag initiating the to keep open (tko) rate. Approximately an hour and a half following infusion start the bag was noted to be emptied too soon. The pump was infusing from the primary bag with a stated rate of 12.5ml/hr. It was further noted that the zosyn was hanging with secondary tubing 12 inches above the primary tubing connection that went to a 250cc normal saline bag. The normal saline bag did not seem to have additional fluid volume. The floor and surfaces surrounding the patient were clean and dry- no spill noted. There was no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while setting up a bag change of a secondary infusion of zosyn the clinician unclamped the secondary set and back primed the secondary set. Using the restore feature to bring up the piperacillin/tazobactam infusion from the drug library. The clinician pressed start she realized that the previous bag was the first dose 30 minute infusion, and that this next bag would need to change to the 4 hour infusion. The clinician cancelled the 30 minute infusion and programmed the piperacillin/tazobactam 4 hour infusion from the drug library and then hit start. Clinician added 10ml to the volume for a total volume to be infused of 60ml to ensure the entire volume of medication would be delivered prior to the primary bag initiating the to keep open (tko) rate. Approximately an hour and a half following infusion start the bag was noted to be emptied too soon. The pump was infusing from the primary bag with a stated rate of 12.5ml/hr. It was further noted that the zosyn was hanging with secondary tubing 12 inches above the primary tubing connection that went to a 250cc normal saline bag. The normal saline bag did not seem to have additional fluid volume. The floor and surfaces surrounding the patient were clean and dry- no spill noted. There was no patient harm.